Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information; however, the account was unable to provide any further details regarding the patient¿s outcome. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 1 month, 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired and the cause is unknown. No further details is available.